Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Common device name: phx. UDI #: (B)(4). Concomitant medical products: 40mm poly liner + 3mm 65deg cat# 00434906603 lot# 64008401. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 0008.

Event description:
It was reported that patient underwent a total shoulder arthroplasty. Approximately 22 months later, the patient underwent a revision due to polyethylene disassociating from the humeral stem. Surgeon states no patient fall or event would have contributed to disassociation. Patient believes it occurred while pulling up his pants. Attempts have been made and additional information on the reported event is unavailable at this time.